Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while running a loaded IV set. Evaluation found the motor flex cable not properly seated on the input/output printed circuit board which may cause an intermittent connection. The assembly between the motor assembly flex and the input/output printed circuit board was adjusted to resolve this error.